Manufacturer narrative:
The handling of the received complaint related to the pressure transducer test failure has been finalized. It was reported that the ventilator failed pressure transducer test during pre-use check. The issue has been confirmed in the problem description and service report. On-site investigations could not reproduce the reported event and no parts have been replaced. The pressure transducer test calibrates and checks the inspiratory and expiratory pressure transducers. The new zero value for the pressure transducers may not differ more than ±6 cmh2o from factory calibration. With the inspiratory pressure transducers used as a reference, a new gain factor is set for the expiratory pressure transducer. The new gain factor may not differ more than ±5% from factory calibration. During this test, the different subsystems concerned are compared. The difference between the sub-systems must not be more than ±1 cmh2o at 60 cmh2o. No root cause has been determined however the issue is being monitored for future trends. The information and the conclusions drawn are utilized by getinge to track and trend all product experiences. If a complaint trend is later identified, it may be necessary to collect additional information and perform further investigations.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).